Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence. Reportedly, the cartridge had been filled with approximately 150-200 units of insulin. Blood glucose level was 340 mg/dl. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.